Manufacturer narrative:
There was no button response from the insulin pump due to corroded keypad traces. As a result of the keypad anomaly, we were unable to perform functional testing, including the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. Also as a result of the keypad anomaly, we were unable to confirm the alarm.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose level over 200 mg/dl. The customer stated that she was vomiting. The customer also stated that used an mmt-397 infusion set and that she had last changed her infusion set 13 days prior to the event. The territory manager reported that the insulin pump had an alarm that could not be cleared. Nothing further was reported.